Event description:
The customer reported to customer svc that her transformer had exposed wires. The pump was working with the battery pack.

Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts were made to contact the customer for add'l complaint info, but all were unsuccessful. The customer did, however, return the power supply. In summary, a short circuit caused the transformer to heat up, resulting in a breach in the housing. A breach in the transformer housing is a safety risk. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed both the inner and outer insulation on the dc output cord was breached at the strain relief. A metal wire approx 1.5 mm in diameter was protruding approx 1.75 mm above the housing surface. The power supply was plugged in and the voltage across the dc plug was measured at 0.00vdc, which indicates that the power supply is not producing the correct voltage. No smoke, fire, or sparking was observed. Resistance across the dc plug was measured at 0.7 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured over limit, which indicates that the thermal did blow.